Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zfx received one screw gentek® gold-tite® hexalobular screw, certain®, engaging for evaluation. Visual evaluation / functional test was performed. Visual evaluation: gold-tite-screw is in used, but functional condition. Functional test: scerw is in tolerances. Complaint history review was performed for the reported lot number 0000230428 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿loosening¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning, misunderstood or overlooked instructions for use. Therefore, based on the available information, a device malfunction did not occur. The screw is conforming to all required specifications. The reported event is un-confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: expiration date: unknown / not provided. E1: phone #: (B)(6).

Event description:
It was reported that the screw loosened and was removed. Tooth location 14, ti base placed on (B)(6) 2024 and removed on (B)(6) 2026. The prosthetic component was slightly mobile. Gingival inflammation and pain were reported as a result of the event. Procedure was completed with another screw.